Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing system fault alarm 41786/0004, which pulled up an fdqa adverse event report stating it was a main board issue. The event occurred at the hospital during routine testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have error codes 41786 and 46440. Additionally, when turning on the unit it was found that error codes 41786 and 46440 occurred. The cause of the customer reported problem was a coin battery issue on the printed wiring assembly (pwa) main board, and the cause of error code 46440 was a downstream occlusion (dso) sensor issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, dso sensor, dso seal, and dso bezel. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) calibration. The pump passed all functional tests and performed as intended after repair.